Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The patient was being monitored with sequential troponin testing, and the first sample had resulted as expected. The patient was redrawn and the sample was tested on the same instrument, resulting higher. The sample was then repeated in duplicate on the same instrument and results matched the initial sample result. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A global product support (gps) specialist evaluated the instrument data, and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result is unknown. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.